Event description:
Amplatzer septal occluder did not deploy the right atrial side rotated with the delivery system which prevented it from opening. Dates of use: 2008; diagnosis: atrial septal defect.